Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. Customer's expected results are 90-110mg/dl - fasting. Strip expiration date is 05/31/2018 and strip open date is (B)(6) 2015. Back to back blood test performed fasting - results are 79mg/dl and 77mg/dl. Reviewed meter memory (date / time not set): 88mg/dl (B)(6) 2015 12:10:00 pm fasting:yes; 81mg/dl (B)(6) 2015 12:02:00 pm fasting:yes; 85mg/dl (B)(6) 2015 12:00:00 am fasting:yes; 91mg/dl (B)(6) 2015 01:03:00 pm fasting:yes; 76mg/dl (B)(6) 2015 05:46:00 pm fasting:yes. Customers concern: 86 mg/dl. The customer stated that this morning when she went to her doctor's office the doctor's meter (onetouch) was reading 129 mg/dl and the trueresult meter was reading 86 mg/dl. The customer is testing twice a day (fasting) and the customer is not on any medication for her diabetes. The customer is storing the meter her purse. The customer is feeling tired but does not need to seek any medical attention.